Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that a previously reported issue reoccurred. The customer stated that after powering on the patient side cart (psc), universal surgical manipulator (usm) 1 had amber leds with no error code. The customer was able to use the port clutches and exercised the usm but no error code popped up on the system. The customer then attempted to use a sterile adapter, but usm 1 amber led would not clear. The customer used the same sterile adapter in usm 2, and usm 2 recognized the adapter with no issues. There was no report of patient involvement or patient injury.